Event description:
Initial result for a pt total protein was 5.3 g/dl. When repeated, the results were 6.6 and 6.5 g/dl. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.